Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.

Event description:
PICC was placed on (B) (6) 2010 in an infant patient. Placement was "smooth", no complications. Approximately five minutes after PICC line was dressed, flushed, and drapes removed, infant fussed, and showed signs of airway problems. Code was called, and infant was transferred to ICU for respiratory distress. Patient died.